Event description:
On an unknown date a few months ago, a patient underwent a procedure for stenosis where two gore® viabahn® endoprosthesis with heparin bioactive surface devices (gore® viabahn® devices) were used in the superficial femoral artery (sfa). It was reported the stents had at least 1 cm of overlap. On (B)(6) 2024, the patient returned for an unknown reason. It was reported the previously placed stent-grafts had migrated apart approximately 5 cm. The physician used a 7 mm x 10 cm gore® viabahn® devices to reline and reconnect the stents.

Manufacturer narrative:
There were two gore® viabahn® endoprosthesis with heparin bioactive surface used in the procedure. It is unknown which endoprosthesis migrated, or both. Therefore, both devices (details unknown) are included in this report. A request for procedure details, device information, date of initial procedure, patient information has been requested, but is currently unknown. A1 - patient identifier (in confidence): this is an internally generated case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Update h6 codes: type of investigation, investigation findings, and investigation conclusions there were two gore® viabahn® endoprosthesis with heparin bioactive surface used in the procedure. It is unknown which endoprosthesis migrated, or both. Therefore, both devices (details unknown) are included in this report. A unique device identification number was not provided for either, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The cause of the reported potential malfunction could not be established. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The cause of the reported potential malfunction could not be established. Update h6 codes: type of investigation, investigation findings, and investigation conclusions